Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation was limited due to the unavailability of patient samples, calibration data, and quality control results. Based on the information provided, no product issue was identified. The observed results may be attributable to pre-analytical factors, such as sample handling, or could reflect true biological changes in the patient's hbsag levels, particularly if the patient has a history of hepatitis b. A definitive root cause for the reported event could not be determined.

Event description:
The initial reporter alleged discrepant results for a dialyzed patient sample tested with the elecsys hbsag ii assay on the cobas e 801 module. A sample collected on (B)(6) 2020 yielded a reactive hbsag result with index values of 1.11 and 1.17, and a positive neutralization test. A subsequent sample collected on (B)(6) 2020 yielded a non-reactive hbsag result with an index value of 0.79.